Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with off no power and that the pump was beeping all day. The patient's blood glucose at the time of incident was 174 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer stated that she did not receive a low battery alert prior to the off no power alarm. The customer confirmed that the battery was not previously used, and that the pump had not been bumped or dropped since she wears the pump in her bra. The pump alarmed off no power during normal use; she was having coffee with her sister. The customer was advised to discontinue use of the pump. No products were shipped or returned since she was already supposed to receive another pump that day due to a prior issue and phone call, but ups experienced weather delays.